Event description:
A pt required emergent cardiac surgery after an ivus procedure. Pt came in for angiogram, which according to the physician "did not look bad". Physician proceeded to do ivus of the lad. No problems experienced during insertion of the device, there was no resistence noted. Ivus image was good and showed a diseased lad with plaque throughout the vessel. There was no solid plaque or narrowing noted. As the ivus catheter was pulled back into the guiding catheter, the pt complained of severe chest pain and experienced a significant drop in bp with symptoms of cardiogenic shock. The physician immediately pulled the avanar catheter out of the body and noted "tissue" on the end of the device. Contrast dye showed dissection of the lad. Intra-aortic balloon pump was placed, the pt stabilized and was taken to or. The tissue found on the device was sent to histology lab. The physician considers the avanar to be the cause of the dissection.